Event description:
Journal reference: casamitjana c, garcia s, mendez az, salazar mh, et al. [Quality of life in patients with parkinson's disease and deep-brain-stimulation. Med interna mex 2007;23(1):7-14. To determine the impact of surgical implantation of a deep-cerebral-stimulation on the health-related quality of life. The study included a total patients with a clinical diagnosis of parkinson's disease who did not show structural abnormalities. Reportable event: a third patient showed inconsistency in the resolution of the two questionnaires, due to problems of depression and anxiety, which influenced the health-related quality of life responses because the questions are very subjective at several points. See MFR report # 2182207200808495.

Manufacturer narrative:
Journal reference: casamitjana c, garcia s, mendez az, salazar mh, et al. [Quality of life in patients with parkinson's disease and deep-brain-stimulation. Med interna mex 2007;23(1):7-14.